Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient stated they did not hear the high alert on the cgm when they experienced diabetic ketoacidosis (dka). The patient's boyfriend found her lying on the floor, "almost in a coma" and called an ambulance. The patient was taken to the emergency room and was in the intensive care unit (ICU) from (B)(6) 2024 until (B)(6) 2024. There was no report of any bg readings or values during the time of the event. At the time of the report, the patient was in stable condition. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.